Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was detected on the device via a review of remote transmission. Programming changes were discussed but not made at this time. No patient symptoms were reported.